Manufacturer narrative:
No conclusion code available; final analysis found an integrated circuit anomaly which resulted in power anomaly.

Event description:
It was reported that the merlin.net transmitter was unable to be powered on. Multiple attempts to disconnect and reconnect with various outlets were attempted however it was unsuccessful.